Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had keypad issue and an error code 130.6020. The error occurred twice before and resolved, it repeated again. Customer suspected a possible board issue. There was no patient involvement.

Manufacturer narrative:
Omit: a07 - electrical /electronic property problem (1198), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available h3 other text : see manufacturer narrative.

Event description:
It was reported that the device had keypad issue and an error code 130.6020. The error occurred twice before and resolved, it repeated again. Customer suspected a possible board issue. There was no patient involvement.